Manufacturer narrative:
A partial lead with three connector legs measuring 10.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Date returned to manufacturer: may 4, 2017.

Event description:
It was reported that the patient presented with an alert for pacing lead impedance out of range. Noise was also seen on the lead. Pacing lead impedance was noted to be too high. The patient never had therapies in the past, so the therapies were turned-off. Lead was capped and replaced on (B)(6) 2017. The patient is doing great.

Event description:
New information received notes that lead fracture was also noted and it was repaired.